Event description:
It was reported by the affiliate that the(3) eps04 were used during an unknown procedure. It was reported that the probes were destroyed during the same surgery. The same thing happened with all three probes. The surgeon managed to find all the pieces in the pt. The case was completed with another instrument. There was no pt consequence.